Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, on (B)(6) 2019 around 05.30 am, the first icy catheter was placed in to the (B)(6) male patient's (height 5'8"; weight (B)(6)) left femoral vein. The catheter insertion was smooth and was inserted in one attempt by an experienced physician. The cause for hospitalization was post cardiac arrest and the ivtm treatment was for therapeutic hypothermia. On the second day of the treatment ((B)(6) 2019) at 01.30 pm, the nurse observed air trap alarm on the thermogard xp ivtm system during the maintenance phase. The nurse noticed empty saline bag and blood in the suk tubing. The nurse was able to aspirate blood from the balloons of the catheter. Zoll tech support advised the user to replace the catheter with the new one. Catheter was replaced via a guidewire with a second icy catheter on (B)(6) 2019 at 08.00 pm. After 3 hours, the nurse observed air trap alarm on the thermogard xp ivtm system and noticed empty saline bag and blood tinge in the suk tubing. The leak was observed from the catheter balloons. Patient's temperature before ivtm was 36°c and the desired target temperature for patient was 33°c. Adjunctive temperature management was performed using cooling blanket and the temperature probe type was esophageal or rectal. No separate catheter was used for central line. No known impact or consequence to patient information was available.